Manufacturer narrative:
A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site. This type of complaint was reviewed and no abnormal trend identified during the past 90 days.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys probnp ii stat immunoassay result for one patient sample. The initial result was 143.9 pg/ml and was reported outside of the laboratory. The customer repeated the sample because the result was different than results from an earlier date. The repeat results from another analyzer were 19665 and 19674 pg/ml which were believed to be correct. The customer stated their positive cutoff for probnp is 300 pg/ml. The patient was not adversely affected. The reagent lot number was 227732. The expiration date was requested but was not provided. The field service representative found there was an issue with the measuring cells and replaced them. He performed a system volume check, photomultiplier tube (pmt) high voltage check, and performed a blank cell calibration. The customer performed calibration and qc for all assays and all results met specification.